Event description:
It was reported that the user experienced a low glucose alert and hypoglycemia while using the ilet bionic pancreas, with a documented nadir of 63 mg/dl lasting about 30 minutes; the user consumed toast with cream cheese and jelly, had previously announced a meal before sleep, and was new to the device, which was explained to be adjusting its algorithm. Symptoms included asymptomatic hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention, no hospitalization, and recovery with glucose trending upward to 77 mg/dl during the call. Investigation included review of the reported event details and device alert behavior. Investigation of this case revealed that low and urgent low alerts occurred as designed and that the device algorithm was still adapting to the user. It was concluded that hypoglycemia occurred with unclear cause without device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.